Event description:
On 12/13/2021, it was reported by a sales representative via sems that an ar-3210-0023 camera, is fogging, and head is hot. This was discovered during use in a procedure. No patient affect reported. Requested additional information

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Not confirmed) the evaluation did not reveal any issues relevant tot he reported event.